Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose level was not reported. The customer was unable to get past the priming process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to confirm compromised force sensor system alarm due to motor error alarm. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.